Event description:
A patient of external epicardial pacer was being ventricular paced, asystole is underlying rhythm. Temporary pacemaker shut down spontaneously (pacing lights were on a and v remained solid green with blank screen) (had battery from (B)(6) 2014) no low battery signal. Pacemaker able to be turned back on once removed from patient. New pacemaker in room attached to patient and functioned. Patient momentarily lost consciousness with asystole. Patient went to cath lab for permanent pacer immediately following incident. Medtronic rep notified and took pacer to medtronic for verification.